Event description:
Reported as: "patient has an erosion of her lapband. Patient had stomach pain; they did a gastroscopy and found the erosion. The band will be removed in a couple of weeks." Follow-up: the device was explanted and returned to allergan in 2008. No explant date was reported to allergan.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 06/10/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device returned noted damage (acid-degradation) to the shell of the band and color consistent with erosion. Analysis also noted surgical-like damage to the ring of the band. We believe this damage was likely caused during surgery to remove the device. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Erosion and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the explant date has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in the erosion of the device into the gi tract." Device labeling addresses the possible outcome of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection."